Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient underwent an MRI procedure, during which their sensor was removed. After the MRI was completed, the patient inserted a new sensor while still at the hospital. The patient reported that this sensor failed shortly after insertion, and their tandem insulin pump displayed error code c12 with the message to ¿replace the sensor.¿ no replacement sensor was applied following this failure. Upon returning home, the patient performed household chores. Later that evening, the patient experienced weakness and fell out of bed. The patient stated they may have briefly lost consciousness but recovered quickly. A blood glucose (bg) meter reading showed 425 mg/dl. The patient self-administered 25 units of insulin using their tandem insulin pump. There is no documentation indicating that the patient sought assistance from a higher level of care or received medical intervention. At the time of reporting, the patient stated they were ¿not feeling well.¿ no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.